Manufacturer narrative:
.

Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an incomplete bolus alert was received, because the customer had initiated a bolus but did not complete the requested bolus. The customer's blood glucose (bg) level was impacted (350 mg/dl). The customer took a correction bolus via a manual injection and bg level was reported to be at 90 mg/dl.